Event description:
It was reported there were impedances greater than 4,000 ohms on ¿lead 2.¿ it was stated the high impedances were programmed ¿around.¿ no symptoms were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va01xe8, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
Correction: fdc no longer applies due to updated coding procedures.

Event description:
Additional information from a healthcare provider for a clinical study reported the chart review was done and nothing showed that the impedence problem was addressed. It was noted that there was a lead replacement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead impedances greater than 4000 ohms on ¿lead 2¿ was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Product ID 3889-28, lot# va01xe8, implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead impedances greater than 4000 ohms on ¿lead 2¿ was not determined. No further complications were reported/anticipated.